Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had multiple positive microbial tests. The issue occurred during reprocessing. The device was last used in a procedure on (B)(6) 2023 and was not used after the positive culture. The scope was reprocessed on (B)(6) 2023. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. Manual cleaning was done within an hour after the procedure. The scope passed a leak test and asepti neutrazyme was used as a detergent for manual cleaning. The instrument/suction channel and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. An soluscope sprint automatic endoscope reprocessor (aer) was used with soluscope cln+ as the detergent and soluscope p as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using compressed filtered air and stored in a drying cabinet. During device evaluation at olympus, it was found the bending angle did not meet specification, the bending section cover adhesive was detached, chipped and cracked, and the angle knobs were not locking correctly. This event is under investigation. A supplemental report will be submitted upon receiving additional information.